Event description:
Nurse hung a bag of paclitaxel and noticed right away the tubing was linking. The tubing was still clamped and the pump was not on yet. The nurse was not able to identify exactly where the leak was, but indicated that it must have been somewhere above the pump area. The pump was cleaned and yellow bagged since it was contaminated with drug. Biomed was called, but they stated they did not have a protocol for chemotherapy contaminated pumps. The pump was then decontaminated with surface safe a decontamination product used in pharmacy for the hazardous hood. The area was cleaned and decontaminated with surface safe as well. The bag of paclitaxel and tubing were bagged and sent to risk. The pt did not get any drug on her.